Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastric bypass, the device was difficult to toggle while being applied on stomach. Surgeon said the device seemed "sticky" when toggling back and forth. When applying the device to the stomach tissue, the needle broke in half when they closed down on the device to toggle. They were able to see the piece of the needle and immediately retrieved it. New device was used in order to complete the case. There was no injury caused to the patient and no medical intervention was required.